Event description:
It was reported to arjohuntleigh that when bath was filled, the water stopped at its intended level, but the swirling did not function. Patient was given a regular bath. After a short while, the bath started to rise uncommanded and kept rising while the hydromassage function started up simultaneously. This happened while the bath was still in use. While rising, the bath pulled up the bolero bath lift and the patient which was on the lift. The caregiver immediately pushed a button, stopping the bath in its upward movement. The button needed to be pressed continuously to prevent the bath to rise further. However, in order to free the patient from its precarious situation, the pushbutton was released, resulting in further rising of the bath tub to its highest position. At this point, the fuse of the high-low motor failed. Since that moment, the shower head pushbutton on the console did not function anymore. The patient was freed without any injuries or further incident. Ref MFR number: 9611530-2013-00068.